Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-apr-2026, a sales representative reported via email that during an all-inside acl reconstruction performed on (B)(6) 2026, the tightrope sb from an ar-1288qsb-110 all-suture quadlink kit did not deploy on the femoral side during final tensioning. As a result, the surgeon cut the affected femoral tightrope, the working tibial tightrope, and the internalbrace swivelock in order to unpass the graft and restart the procedure. The graft was removed, new implants were attached, and a new swivelock from the ar-1593-p secondary fixation implant system was used to re-establish the internalbrace. No patient harm was reported. Additional information was received on 22-apr-2026: the tightrope sb appeared to be fully deployed with no visible abnormalities prior to cutting the suture. The device appeared intact; however, after the suture was cut, the construct migrated back into the joint. No damage to the femoral cortex was observed, and no fragments were noted. The graft was removed, and fixation was reattempted. The procedure was delayed by approximately 1.5 hours. The duration of additional anesthesia administered due to the delay is unknown.